Event description:
During the implant procedure, after the lead was positioned, the stylet got stuck inside the lead. The lead was taken out and not used.

Manufacturer narrative:
December 21, 2009. This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: as evidenced by the physiological remnants on the tip of the returned stylet, the stylet blockage issue was determined to have been most likely caused by a blood clot within the lumen of the lead that was introduced through stylet insertion. Stylet insertion testing during the analysis was normal. Regarding the damage to the svc defibrillation coil, this was most likely incurred during the extraction of the lead.